Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and discussed stored data as well as available programming options. Ts recommended further in clinic examination. This device remains in service. No additional adverse patient effects were reported.